Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient did not have stimulation sensation. The patient had a loss of therapeutic effect. The implantable neurostimulator (ins) was ¿3/4 full,¿ but the patient had no relief or sensation. The ins was set to 6.90 amps and was normally 3.20. The patient tried both sides, but could not ¿feel anything.¿ the ins was last used the (B)(6). The patient turned the device on the morning of the (B)(6) and his right leg was ¿still dead.¿ the patient was ¿supposed to sometimes feel tingling/vibration.¿ the patient turned the ins up to 7.70 which would normally drive him ¿out of the chair,¿ but he did not feel any sensation. There was no known accident or incident related to the complaint. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient thought his device had ¿quit¿ on him. It was noted that he couldn¿t ¿get any function out of it.¿ it was noted that the ¿instructions and the guy that came out didn¿t give me a lot of instructions on exactly on how to charge it.¿

Manufacturer narrative:
(B)(4).